Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter phone no. (Additional): (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end (male luer) of a clearlink system continu-flo solution set broke off and was stuck in a non-baxter blue cap (needleless connector). The issue occurred during patient use, when removing the set from a peripherally inserted central catheter (PICC). There was no report of patient injury or medical intervention associated with this event. No additional information is available.